Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine device check in clinic. Upon interrogation, it was observed that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing, as well as intermittent undersensing. Programming changes were made to correct the sensing issues. The patient was stable.